Event description:
It was reported that the system had a number of errors in the log files which could result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The charger board was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.